Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is wife's aviva system, medwatch with identifier (B)(6) is husbands's aviva system. Strips not available for return.

Event description:
Customer's wife reported that on different days, her husband had results of 47 mg/dl, 54 mg/dl, 70 mg/dl on his aviva system. Tests at the same time on wife's aviva system were 35-50 mg/dl higher than those taken on husband's aviva. The husband had symptoms of hypoglycemia at the time of the tests. Successfully treated with orange juice. No adverse event was reported. Strips are not available for return, replacement sent.